Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented in office with a painful left hip. Patient had a prostalac hip implanted in (B)(6) 2016 in atlantic city (more specific info not available) for an infected native hip. Patient ambulated until event date on prostalac hip construct but it grew too painful. Dr. Levicoff removed the entire construct of the prostalac hip (liner, head, and stem) and replaced with revision components. No instruments broke during case and not patient consequences to report. There was no indication by anyone that prostalac did not work as it had should. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.